Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired a scissored clip. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results of the er320 instrument found that it was received with the jaws yielded and with one clip in the jaws. The instrument was cycled and fed and formed 2 conforming clips. The instrument locked out as intended. No scissored clips were noted during functional testing. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimension/position after completion of fire out. In addition as per the instruction for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit clips." We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.